Event description:
During a follow-up in clinic, far field p-wave oversensing (ffpwos), loss of capture (loc), and dislodgement were observed on the right ventricular (rv) lead. Loc was confirmed with a capture test and diagnostic imaging was performed to confirm rv lead dislodgement. The rv lead was explanted and replaced to resolve event. The patient was stable.